Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During routine follow up, lv lead dislodgement has been diagnosed. X-ray, ECG and lab test were done for diagnostic reasons. The patient was hospitalized and lv lead replacement was done (B)(6) 2019.